Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure is user error due to improper deployment sequence and/or applying excessive force during use.

Event description:
It was reported that during a meniscal repair, the tip of the ar-4501, bends as it enters the meniscus, preventing button movement. The case was completed by using a new ar-4501.